Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "back and shoulder pain" and "feels like a pinched nerve". Patient reported "capsular contracture baker grade IV", "symptoms of weakness" (-not device related-), "scar tissue" and "nose bleeds". Later, patient reported "4th grade capsular contracture", "implant is only an inch away from my collarbone", "feeling so tired", "my body is going to shut down and like my body is going to go into shock or something" (-not device related-). This record is for the left side. Device remains implanted.